Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as cardiac failure and congestive heart failure. An autopsy was not performed. The patient was not hospitalized prior to death. Therapy was ongoing prior to death and it was reported that the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device had been serviced, a complete device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.